Manufacturer narrative:
H3: product analysis: evaluation could not reproduce the reported malfunction of device not working. However, it was noted that normal dust, damage to the internal bearings, generating high temperatures during activation with possible causes including impacts, misuse, or leverage during activation. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: pss unknown motor, serial/lot #: unknown; product ID: mr8-f2/7ta23, serial/lot #: (B)(6): ubd: 19-sep-2030, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the during a tumor supratentorial procedure, the bur was installed and functioned normally. When the blade attachments were exchanged, the blade was connected. Upon pressing the pedal, the blade did not activate and there was no sound or movement. Following dr. (B)(6) instruction, the motor was replaced with the institution¿s midas motor, which operated correctly. It was reported that there was no patient impact and the procedure was successfully completed using backup products.

Event description:
It was reported that the during a tumor supratentorial procedure, the bur was installed and functioned normally. When the blade attachments were exchanged, the blade was connected. Upon pressing the pedal, the blade did not activate and there was no sound or movement. Following dr. Feo¿s instruction, the motor was replaced with the institution¿s midas motor, which operated correctly. It was reported that there was no patient impact and the procedure was successfully completed using backup products. Additional information received stating that the internal bearing was damaged were found during evaluation.

Manufacturer narrative:
Continuation of d10: analysis was not performed because the device was not returned after multiple attempts. Device return is not expected due to return logistical limitations. No return information is available at this time. So current possession status is unverified. Indications for use instructs the customer that products should be returned for regular servicing. Once the product has been returned, the complaint will be re-opened. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.